Event description:
Smart ez pump [item # se0200-100, lot s7k59] filled with daptomycin 650 mg/0.9% sodium chloride 100 ml leaked at filter upon infusion. Leak is on the back of the filter at the small hole.